Manufacturer narrative:
Report number: 1038671-2025-00561 d6a: implanted (B)(6) 2021 specific date unknown d10 concomitant devices: (B)(6), 320-40-00 - humeral liner, 40mm, +0. The serial number (B)(6) is confirmed to be a part of recall number: z-1420-2024. (B)(6), 300-01-07 - equinoxe, humeral stem primary, press fit 7mm, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-31-40 - glenosphere, 40mm, (B)(6), 320-35-02 - small superior augment glenoid plate, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 315-35-00 - glnd kwire, (B)(6), 315-35-00 - glnd kwire, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 321-52-07 - 3.2mm drill bit sterile, (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00561. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient who had a total reverse shoulder implanted in (B)(6) 2021, underwent a revision procedure on (B)(6) 2024, approximately 3 years 2 months post the initial procedure. The patient stated they received a total reverse shoulder replacement that contained an equinoxe component that has been listed on the FDA recall list. Patient also stated they had a revision for a total reverse shoulder replacement to solve the pain they were continuing to have, and also the surgeon found that there was metallosis in the old device. No further information known.

Manufacturer narrative:
The revision reported may be the result of prosthesis wear leading to the reported metallosis. However, contributing factors and the series of events leading to the reported failure cannot be determined from the information provided. User and patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information were provided. D1: corrected. D6: corrected. H6: corrected investigation clinical codes.